Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm bioprosthetic artic valve what required valve in valve intervention after an implant duration of six (6) years, eight (8) months. A 23mm transcatheter valve was implanted within the existing valve. There was moderate pvl at the conclusion of the case. The patient was reported as stable.

Manufacturer narrative:
Additional manufacturer narrative: through further investigation, the bioprosthetic valve was explanted due to thickened leaflets due to pannus formation. One of the leaflets was in a semi open position causing the aortic regurgitation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. It is possible that patient related factors and progression of the underlying disease may have contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: supplemental submitted to include the results of the DHR review. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.